Event description:
Affiliate reported that a MRI confirmed a part of the valve was displaced. It is not clear what part. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was found to be that of 82-3100 and not 82-3110 as previously reported by the customer. It was verified that the stator was dislodged therefore; the cam position/pressure could not be determined. Upon further investigation it was revealed that no other damage was noted. Enhancements were introduced to this device, which was designed to add a wall thickness to minimize this type of dislodgement. It was noted that this device was manufactured prior to the enhancements. A review of the lot history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.